Event description:
Reported experiencing high blood glucose (800 mg/dl), which patient self-treated by delivering 6 u of insulin, the blood glucose dropped to 359 mg/dl. Patient then went to bed without eating and later awoke with a blood glucose of 345 mg/dl. Patient feels that device is at fault for high blood glucose. Patient switched to back-up device.